Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset) has been confirmed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. In addition, the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor computer/analog pca. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.